Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Batch # m5214d. Firing knob dislodged, damaged slip block assembly. Additional information received: what type of procedure was the device used in? Right hemicolectomy. On the second firing, did the device staple? Yes. If yes, was the staple line complete? No. On the second firing, did the device cut? Yes. If yes, was the cut line complete? No. Will all pieces be returned with the device? Yes. If no, how were they discarded? Na the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the firing button was broken at the second firing and a small part fell off. The small part was retrieved. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Firing button was broken.